Event description:
On an unknown date in 2009, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2015 the computed tomography scan showed an endoleak with an aneurysm enlargement (unknown amount) and the proximal device migration. Reportedly, renal arteries were not covered. Additionally, the patient had an aortic neck shorter than 15mm. The patient is doing well. The physician is monitoring the patient.

Manufacturer narrative:
The device lot/serial number was not provided. A review of the manufacturing records for the device could not be conducted. Also, was involved (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include short proximal aortic neck. The safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the patients with less than 15 mm of the proximal aortic neck length. Furthermore, potential device or procedure related adverse events may include endoleaks and improper component placement. Additionally, the IFU states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak, component migration and aneurysm enlargement.